Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. The expiration date is not currently available. Associated med watch: 1221934-2018-51270.

Event description:
It was reported by our affiliate that the reported product was used for the acl reconstruction by tensioning to the semitendinosus muscle on (B)(6) 2018. It was reported that the suture was detached when the adjustable suture was inserted to the bone hole. The adjustable suture could not apply enough tension to the semitendinosus muscle. The surgery was completed by inserting the anchor to opposite side of the graft. It was brand new and the first use when the issue occurred. There was less than 30 min. Surgical delay and no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. It was reported that the suture left a loose fixture. No further information regarding the procedure, patient condition or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed with an ot. The supplier confirmed this finding has no link to the reported complaint failure therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated med watch :1221934-2018-51270.